Event description:
It was reported that the patient no longer had concerns with their device or therapy. The patient had received assistance from their physician or the manufacturer's representative and their concerns were resolved. No further information was provided.

Event description:
It was reported that the patient was unable to charge their implantable neurostimulator (ins) above 50% battery level since it was implanted. Also, starting about 1.5 weeks ago, the patient noticed the battery level on the patient programmer never changed from the 50% indicator when the ins was on. The patient was going to make an appointment with their hcp and a company representative to troubleshoot the issue. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 37651, serial # (B)(4), product type recharger. Product ID 37642, serial # (B)(4), product type programmer. ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na, product type extension. Product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2012, explanted: na, product type extension. Product ID 3387s-40, lot # v931075, implanted: (B)(6) 2012, explanted: na, product type lead. Product ID 3387-40, lot # v007422, implanted: (B)(6) 2006, explanted: na, product type lead.